Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(4)) did not warm the patient as expected. There was fluctuation in both the coolant temperature and the patient temperature. The ivtm system is 10 years old. No additional information was provided. No known impact or consequence to patient information was provided.